Manufacturer narrative:
Device evaluation - the returned device was given functional testing. The testing showed the device functioned as per specifications. The reported issue could not be confirmed.

Event description:
It was reported that the device gave a "double beep" alarm. No known adverse effects to patient.